Manufacturer narrative:
This report is submitted on april 07, 2023.

Event description:
Per the clinic, the patient experienced an extrusion, resulting in the decision to explant the device (specific date not reported). The device was explanted on (B)(6) 2023. There are no plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the previous report of extrusion submitted on (B)(6) 2023, was reported inadvertently. There was no extrusion. This report is submitted on june 27, 2023.

Manufacturer narrative:
It has been reported that there was in infection at the wound site that was successfully treated with oral and IV antibiotics. This report is submitted on july 17, 2023.